Event description:
The customer contacted physio-control to report that their device resets power when the right side of the device is tapped. There was no patient use reported with the event.

Manufacturer narrative:
Physio-control evaluated the customer's device and the reported issue was unable to be verified and unable to be duplicated. Root cause of the issue could not be determined. The device passed functional and performance testing and was returned to the customer for use.

Manufacturer narrative:
Physio-control evaluated the customer's device and found the device attempted to perform a self test when tapped on the right hand side. Physio observed evidence of physical damage to the device, and observed an event code logged in the device's memory that is related to a potential failure of the device to deliver defibrillation energy. The device logs were cleared and proper device operation was confirmed through functional and performance testing. The device was then returned to the customer for use.

Event description:
The customer contacted physio-control to report that their device resets power when the right side of the device is tapped. There was no patient use reported with the event.